Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low voltage alarms that did not register on the monitor. The batteries and clips were in good condition. There were still a couple of low voltages when switched from depleted batteries to charged ones. The controller was exchanged because low voltages continued both on batteries and power module. The alarms resolved. The patient had a small tear on the driveline from wear and tear (anchored incorrectly), as well as driveline fracture. Pump thrombosis was suspected, lactate dehydrogenase (ldh) was at 590. Ldh continued to increase despite being on bivalirudin. Pump power and pulsatility index (pi) appeared to remain stable. None of the clips/batteries have broken pins. The batteries wobbled slightly. Related manufacturer report number # 2916596-2021-03079.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via analysis of the submitted log file and log file downloaded from the returned system controller (serial number: (B)(6)); however, the alarms were not reproduced during testing of the returned controller. The submitted log file and log file downloaded from the returned system controller contained approximately 12 days of data combined (16may2021 ¿ 28may2021 per the timestamp). The log files captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections from 16may2021 at 20:50:58 to 28may2021 at 11:06:58 due to the rsoc voltage dropping to approximately 0 v. The log files also captured intermittent low voltage advisory and low voltage hazard alarms that were not associated with routine battery depletion from (B)(6) 2021 at 21:04:12 to 28may2021 at 11:53:14 due to the rsoc voltage fluctuating, causing the voltage to drop below the low voltage threshold. The atypical alarms occurred while connected to 14v batteries and occurred on both the black and white power leads. The driveline was disconnected on (B)(6) 2021 at approximately 15:02:43 to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and evaluation of the power cables did not reveal any issues. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the controller power cables were manipulated by hand. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 27dec2018. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ instruct the patient to always connect to the power module or mobile power unit when sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.